Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer stated that the reservoir and infusion set had air bubbles. Approximate size of air bubbles was large air bubbles. It was unknown whether the customer was using the auto-mode feature. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The insulin pump and reservoir will not be returned for analysis.